Event description:
The graft was implanted for an arterial bypass procedure. The physician claims that during the pt's seventh yearly follow-up exam, a saccular aneurysm was found in the middle of the hemashield vantage graft. Further medical intervention will be required. The initial implant procedure was for an arterial bypass. Additional information received on 28jun2007: batch number reported as 2710580. The aneurysm was not ruptured. The aneurysmal portion of the graft was not removed. Additional information received on 06jul2007: the size of the aneurysm is 1.3 cm. The aneurysmal portion of the graft was not removed, because the physician considered it to be no problem at this time. A control (re-assessment) is planned in 6 months.

Manufacturer narrative:
Being investigated. Should such information become available, it will be included in a follow-up report. Note: all vantage vascular grafts have been recalled from the worldwide market.